Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and loss of capture. A chest x-ray was obtained and a lead perforation was discovered. A revision procedure was performed to repair the perforation and reposition the lead. This rv lead remains in service. No additional adverse patient effects were reported.